Event description:
The patient reported getting a burn from the charger. Patient admitted to sleeping while charging. The product labeling instructs the patient not to charge while sleeping. The patient is being treated with tropical ointment for the burn.